Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic) measurements. It was also reported that rv lead exhibited oversensing of a non-sustained ventricular tachycardia episode and had been previously reprogrammed. The rv lead remains in use. It was also reported that the a manual download did not 'come through' and a wireless transmission was requested. The device remains in use. No patient complications have been reported as a result of this event.